Event description:
Dr performed facial liposuction, using the tumescent liposuction machine. He used it on pt's face, which at their age, would be malpractice, as pt's skin has lost elasticity. Pt only wanted their neck done. Anyway, face is distorted, from internal burning, and has left deep wrinkles and indentations, as well as dark blue bruises. The subdermal tissue was burned. There is numbness on face. Face is also asymetrical. Dr destroyed pt's appearance, and due to slow healing, pt's face won't be able to be surgically repaired for about six months to a year. The tumescent liposuction machine is dangerous, in the wrong hands. Dr should not be using it on a pt's face. He did not use the proper safeguards. Pt would like the MFR's name, and would like this published, as dr has ruined their life.